Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) system had a v-a time of 380 msec, and the patient went into a balanced endless loop tachycardia (belt) at 90 beats per minute (bpm) with threshold testing. Technical services (ts) discussed troubleshooting options and programming considerations, noting that the minimum post-ventricular atrial refractory period (pvarp) was at least 420 msec for a v-a time of this duration. Additional information received reported that threshold testing was no longer causing a belt. This ICD remains in service. No additional adverse patient effects were reported.